Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 484 mg/dl. The customer was treated with oral diabetic pill. The customer stated that the device was exposed to insulin. The customer placed reservoir into the pump with no stopper at the end. The customer was advised to disconnect to quick release. The customer was assisted in performing selftest and it passed. The customer was advised to monitor pump.